Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed but did not reproduce the reported door not fully latched alarm. The alarm was found to be caused by a loose upper link screw. The link screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt involvement.